Event description:
When attempting to pullback after deploying the anchor of a 6f angio-seal vip device, the anchor, collagen, and sheath became stuck in the right common femoral artery (cfa) and could not be pulled back. Hemostasis could not be achieved with the angio-seal and a femostop was used over the angio-seal to achieve hemostasis. A pre-operative CT was performed and the patient was sent to surgery where the angio-seal was removed. The physician believes the angio-seal was responsible for the event.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the hemostasis sheath tube, carrier tube, tamper tube, and suture were damaged consistent with cutting 1.0" distal to the hemostasis hub. The distal section of the carrier tube had also been kinked 0.65¿ from the distal tip. The anchor appearance was consistent with use. The device was disassembled which revealed the suture was properly positioned with no evidence of it being tangled, knotted, or restrained. The suture was grasped and extracted with no anomalies noted. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported suture lock-up remains unknown. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure. The angio-seal device IFU also states that the user should not proceed with deployment until certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function.